Manufacturer narrative:
The actual device is discarded. The manufactured has asked for unused samples from the same lot number to be returned for evaluation, but no samples have been returned. The review of the batch records for the affected lot number showed no deviation that can explain the incident. Without the benefit of examination and testing the device, the manufacturer is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR report, a follow-up report will be submitted.

Event description:
The event occurred in (B)(6), i.e. Outside USA. According to complaint report the patient injured the urethra and experienced a minor bleeding during the catheterization procedure. The patient, who is said to be an experienced user of urinary catheters had described that there was a small plastic part on the tip of the catheter which got stuck in the urethra. The patient had said he removed the small plastic part by "pushing and pulling on it", by himself. A minor bleeding was noticed and the patient met a doctor and was given an indwelling catheter while healing. The following day the patient was discharged, and in good health.